Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip revision due to persistent pain. There was a small amount of metallosis around the trunnion and some lysis is the proximal femur. Stem was loose.

Manufacturer narrative:
Conclusion and justification status: the complaint states hip revision due to persistent pain. There was a small amount of metalosis around the trunion and some lysis is the proximal femur. Stem was loose. Primary hip replacement on (B)(6) 2010. Products not available for return and no further information is available. A review of manufacturing records and complaint databases did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.